Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. When we attempted to inflate the internal carotid balloon with saline, we observed a cut of less than 1 mm on the distal end of the safety balloon causing this leakage. No other defects were noted in this device. Surgeon had inspected this device before use and was found to be functional. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We could not conclusively determine the root cause of this defect. Please note that our manufacturing team does conduct 100% inspection on each device and test them for balloon functionality. No corrective action is required at this time. Based on our risk documents, the current rate of occurrence is within our expected rate of occurrence. There was no injury or harm to the patient as the result of this incident. New shunt was used to complete the procedure. We have also submitted another manufacturer's incident report# 1220948-2019-00073 related to another f3 carotid shunt that was reported to us by the same surgeon that occured during the same case on (B)(6) 2019.

Event description:
During carotid endarterectomy, surgeon inflated the internal carotid balloon to occlude the internal carotid artery. When surgeon attempted to uncover the safety balloon by sliding the safety sleeve, safety balloon popped. This is report 1 of 2 of that series.